Event description:
A rotor failure on allegra x-22 centrifuge. The customer indicated that square minitubeholder racks with filled minitubes were entrifuged on allegra x-22 centrifuge. The customer indicated that during the run the rotor crashed and parts of minitubes and holder came out of the instrument. The customer indicated that several small pieces were ejected. Per customer, the operator was struck by the ejected pieces, but was not injured. No additional informatioon regarding this event is provided.